Event description:
The customer reported that the wire spring which is embedded in the shunt was visibly exposed on one device.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.